Event description:
Pt had pacemaker inserted for sick sinus syndrome . The following day, med train monitor system showed one of the leads might not be securely in place. During pacemaker revision on event day, fluoroscopic eval showed an ivc filter that had been inserted at this hospital three days earlier for pe, had migrated to the right ventricle. The pt was taken to the ep lab for retrieval of the ivc filter on event day. He was transported to interventional radiology the following day for insertion of a new ivc filter and remains in the hospital at the present time.